Event description:
Amt bridle was in place to secure nasogastric tube. Patient grabbed device and yanked it out ripping out her septum causing massive bleeding and requiring immediate surgical intervention at beside. Based on my research with the vendor and other information already gathered this has never happened before.